Event description:
It was reported that the patient presented progressive disabling axial back pain symptoms. The patient was refractory to an extended trial of non-surgical management, and admitted for elective anterior posterior spinal fusion surgery after positive concordant discography and extensive trial of nonsurgical. On (B)(6) 2010, the patient presented with complaints of low back pain, right greater than left. Treatment included lumbar provocative discography for surgical mapping purposes. On (B)(6) 2010, the patient underwent l3-l4, l4-l5 and l5-s1 lumbar provocation discography which revealed l4-l5 and l5-s1 disc appear to be significant pain generators and l3-l4 disc was somewhat indeterminate in that it was degenerative. On (B)(6) 2010, the patient underwent a l4-l5 transfacet/transpedicular posterior instrumentation and l5-s1 posterior transfacet/transpedicular instrumentation (perpos screws). The patient also underwent l4-l5 anterior lumbar interbody fusion, insertion of interbody fusion cages at l4-l5, use of recombinant human bone morphogenic protein at l4-l5, l4-l5 anterior spinal plating, l5-s1 anterior lumbar interbody fusion, use of recombinant human bone morphogenic protein for anterior spinal fusion, l5-s1 insertion of interbody fusion cages, and anterior spinal plating l5-s1 with synthes atb plate. No complications were noted. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient was admitted with uncontrolled left lower extremity pain status post l4-l5 and l5-s1 anterior post lumbar fusion on (B)(6) 2010 and discharged on (B)(6) 2010. The patient reported a 3 day history of atraumatic onset of left lower extremity pain described as burning, aching and throbbing in the anterior left thigh. The symptoms have been progressive and are now so severe she is unable to bear weight or ambulate. Treatment included pain control, CT scan abdomen, pelvis and lumbar, and consult. On (B)(6) 2010, an abdominal and pelvis CT scan revealed a 9.8 x 7.8 x 5.7cm hematoma in the left abdomen anterior to the left iliopsoas muscle with a smaller amount of a hematoma anterior to the lower lumber spine a the surgical site. Lumbar CT scan revealed postsurgical changes. On (B)(6) 2010, the patient underwent and exploration of left retroperitoneal region for evacuation of hematoma. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2011, lumbar spine x-ray revealed post fusion changes at l4-s1 with normal alignment and intact. (B)(6) 2011, patient presented for follow up after two level a/p fusion. Treatment included medication refills. (B)(6) 2011 the patient reported leg numbness. (B)(6) 2011, patient presented with complaints of low back pain and aggravated by daily activities. Reports numbness, weakness in both legs. Treatment included decrease percocet, consult tens and lumbar orthosis, and continue hep. (B)(6) 2012, the patient presented for a follow up visit with complaints of low back and left leg pain. Treatment included refill percocet, start tizandine, continue hep, follow up with general surgeon, and return to clinic in 2 months. (B)(6) 2012, the patient reported falling down stairs while carrying laundry. The patient heard an audible crack from her back with a rapid onset of lle pain from buttock to the toes. Diagnosed with lumbar strain, possible contusion. Treatment included off work, physical therapy, and muscle relaxants and narcotic medications. (B)(6) 2012 the patient reported her leg pain was not any better. On (B)(6) 2012, lumbar MRI with contrast and without contrast revealed lumbar spine demonstrates satisfactory alignment, anterior and posterior spinal fusion hardware is seen form l4-s1 including intervertebral disc cages, mild degenerative changes of the upper to mid lumbar spine, no spinal canal stenosis or significant neural foraminal narrowing, and encroachment of the right l3 and left l5 nerve root. (B)(6) 2012, the patient presented for follow up visit and to review MRI results. The patient reported symptoms are improving slowly. Treatment included returning to work full duty, doing hep, and massage therapy. (B)(6) 2012 the patient presented for a follow up visit for low back pain radiating into left leg. Treatment included decrease percocet, refill tizanidine, start gabapentin, continue hep,follow up with general surgeon, and return to clinic in 1 month. 04/30/2012, the patient presented for a followup visit for increased low back pain and bilateral lower extremity pain. Treatment included MRI lumbar spine, increase percocet, refill tizanidine, discontinue gabapentin, start lyrica, and follow up in 3 weeks. On (B)(6) 2012, lumbar MRI with and without contrast revealed postoperative changes from l4-s1 fusion, stable minimal degenerative changes, small right lateral disc protrusion slightly abuts the right l3 nerve, and possible osteophyte abutting the left l5 nerve root. (B)(6) 2012, the patient presented with complaints of low back pain aggravated by daily activities and work activities. Treatment included lumbar spine MRI results reviewed with patient, refile percocetm refill tizanidine, refill lyrica, continue hep, follow up with general surgeon as directed, and follow up in clinic in 2 months. (B)(6) 2012 the patient presented with complaints of low back pain which located in left and right leg. Treatment included decrease percocet, refill tizanidine, refill lyrica, continue hep, follow up with surgeon as directed, and follow up in clinic in a month. (B)(6) 2012 the patient presented with complaints of lower back pain, aggravated by daily activities. Treatment included lumbar MRI, refill percocet, refill tizanidine, refill lyrica, follow up with surgeon as directed, and follow up in clinic in a month. (B)(6) 2012, the patient presented for a follow up visit with complaint of increasing low back pain. Treatment included lumbar MRI, refill percocet, refill tizanidine, refill lyrica, follow up with surgeon as directed, and follow up in clinic in a month. On (B)(6) 2012 a lumbar MRI with and without contrast showed transition syndrome between two prior successful fusions with no evidence of pseudarthrosis. (B)(6) 2012 the patient presented with mid to low back and bilateral leg pain. Treatment included lumbar MRI, refill percocet, refill tizanidine, refill lyrica, follow up with surgeon as directed, and follow up in clinic in a month. (B)(6) 2012, the patient presented with increasing pain located above her prior lumbar fusion, but below her prior thoracic fusion. The patient had tried pt on her own but her pain was increasing. MRI was reviewed. Surgical treatment was not an option.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.